Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the battery could not be charged. The field service engineer (fse) confirmed the issue. The v60 lithium ion battery was replaced and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00092. All information from the original report(s) has been transferred to this report.

Event description:
It has been reported that the battery cannot be charged. 01/v60 ventilator/buy parts.